Manufacturer narrative:
The reported event of cardiopulmonary arrest was not confirmed. Analysis was normal. No anomalies were found. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-13287. Related manufacturer reference number: 2017865-2021-13288. Related manufacturer reference number: 2017865-2021-13289. It was reported that the patient has deceased. There was no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiopulmonary arrest. No additional information was reported.